Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received general unexpected restart alarm. The customer¿s blood glucose level was 248 mg/dl. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. General unexpected restart alarm immediately followed after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.